Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was being implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that there was an anchor malfunction. During the ins implant procedure, the two leads that was placed in the trial surgery had fallen on both left and right caudal side, so the position was corrected using the revision kit. Even if the anchors were fixed, and the anchors were firmly fixed to the fascia, the lead condition could easily move. The anchors were replaced. The cause was not determined.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead; product ID: neu_unknown_lead, lot#: unknown, product type: lead; product ID: 9779060, lot#: 0216293343, implanted: (B)(6) 2022, product type: accessory; product ID: 9779060, lot#: 0216359140, implanted: (B)(6) 2022, product type: accessory. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown; product ID: 9779060, serial/lot #: (B)(4), ubd: 24-sep-2022, UDI#: (B)(4); product ID: 9779060, serial/lot #: (B)(4), ubd: 01-oct-2022, UDI#: (B)(4). (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2022. Product type: lead. Product ID: 977a260, serial/lot #: (B)(6), implanted: (B)(6) 2022 explanted: (B)(6) 2022. Product type: lead. Product ID: 9779060, serial/lot #: (B)(6), ubd: 24-sep-2022, UDI#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022. Product type accessory; product ID: 9779060, serial/lot #: (B)(6), ubd: 01-oct-2022, UDI#: (B)(4), implanted: (B)(6) 2022, explanted: (B)(6) 2022. Product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the implant and explant date of the defective anchor was (B)(6) 2022. The model and serial numbers of the leads used in the trial were provided, but it was noted that it was unknown which was the left lead and which was the right lead.

Manufacturer narrative:
Continuation of d10: product ID 9779060 lot# unknown serial# implanted: explanted: product type accessory product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 977a260 lot# va2m9uz018 serial# implanted: (B)(6)2022 explanted: (B)(6)2022 product type lead product ID 977a260 lot# va2lzgn015 serial# implanted: (B)(6)2022 explanted: (B)(6)2022 product type lead product ID 9779060 lot# 0216293343 serial# implanted: explanted: product type accessory product ID 9779060 lot# 0216359140 serial# implanted: explanted: product type accessory h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 9779060, product type: accessory, product ID: 97791, product type: accessory, product ID: 977a260, lot#: va2m9uz018, implanted: on (B)(6) 2022 explanted: on (B)(6) 2022, product type: lead, product ID: 977a260, lot#: va2lzgn015, implanted: on (B)(6) 2022, explanted: on (B)(6) 2022, product type: lead, product ID: 9779060, lot#: 0216293343, product type: accessory, product ID: 9779060, lot#: 0216359140, product type: accessory, d9: the defective anchors were not returned for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.